Manufacturer narrative:
Bayer service is scheduled to perform a service checkout of avanta fluid management system (serial number (B)(4)) on july 5, 2021. A request for the return of the disposables and/or lot numbers used in the reported occurrence has been made. Additional applications training has been offered to the customer site without a response at this time. A follow up report will be submitted following the completion of the investigation.

Event description:
A biomedical representative reported the following information: while a patient was connected to the avanta fluid management system an unintended injection occurred. The patient suffered cardiac arrest but was reported to recover. Limited information is available at this time, however a request for additional information has been made.

Manufacturer narrative:
Through further investigation and correspondence with the customer, the "date of event" was confirmed to be (B)(6) 2021. The customer also confirmed that the procedure was completed without further incident. Bayer service performed a service checkout of avanta fluid management system (serial number (B)(6)) on (B)(6) 2021 and the system was found to perform to specifications. The disposables used in the reported occurrence were discarded by the customer and the lot numbers used were unable to be provided. The actual hand controller used in the case was discarded, however an unopened hand controller from the same lot number (8414679) was provided by the customer. Bayer product analysis received and examined the returned product and found it performed to specifications. Additional applications training was provided by a bayer clinical support specialist via phone on (B)(6) 2021. Bayer clinical support offered an in-person site visit upon customer request. This information does not constitute an admission that the device, the company, or its employees caused or contributed to this reportable event.